Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 29631, serial #: (B)(6), h3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an automated trajectory guidance unit being used during a cranial biopsy procedure. It was reported that there was no reachability information. The site stated that while performing a biopsy procedure with the automated trajectory guidance unit on (B)(6) 2024, after bringing the system into view the system displayed the "circle of confusion". The dotted circle indicating the system did not have plan reachability information. The site checked the cabling, ensured a valid plan had been created, and reported the system was able to track the system without issue. The site manually directed the system to the plan, and then reset the plan trajectory accordingly. The reported target alignment error was 1.2 mm. Troubleshooting was performed and the system was homed and confirmed the home icon was displayed on the system. The networking icon was in the upper right corner for the duration of procedure, confirmed the image of the navigation system was never seen on the system. The site reported work had been recently performed with the navigation system to get it communicating with the sites electronic picture archiving and communication systems (pacs) network. The next step was to confirm the ip address of the navigation system and ensure static setting. There was a 10 minute delay to the case. No reported impact to the patient.

Manufacturer narrative:
H2: additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, lot/serial #: unknown h3) the manufacturer representative went to the site to test the navigation system. They reset the ip address in the navigation and automated trajectory guidance unit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.